Manufacturer narrative:
Product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre) will not be performed since mom systems are obsolete.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E3 initial reporter occupation: lawyer.

Event description:
After review of medical records the patient was revised for failed right hip mom tha with alval and metallosis. Operative notes reported that the surgeon observed huge amount of black metal debris including significant synovitis. Surgeon performed an aggressive debridement which added 30 mins to the case. Cobalt and chromium levels were below 7ppb. Doi: (B)(6) 2007. Dor: (B)(6) 2020. Right hip.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent tha in 2007 in las vegas, patient presented with an increasingly painful hip. Surgeon removed head and metal liner and replaced with an altrx plus 4 10 degree liner itch a 36 plus 4 10 degree liner. Pt showed signs of lysis around the proximal femur but the stem was not loose. Doi: (B)(6) 2007, dor: (B)(6) 2020, affected side: right hip.